Manufacturer narrative:
No product was returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. Based on the information provided root cause cannot be confirmed at this time. Labeling review: "warnings, cautions and precautions: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." Post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications."

Event description:
On (B)(6) 2020 a patient underwent an anterior cervical discectomy and fusion on c5-c6 and c6-c7 levels. Four weeks post-op, the patient reported left arm pain, numbness. As per reporter x-rays films confirmed a screws pulled out. On (B)(6) 2020 a revision procedure was conducted to remove the plate and screws. No additional injuries reported.

Event description:
Updated information found on sections: b3, d4, g3, h2, h10.

Manufacturer narrative:
Labeling review: "...step 5: final bone screw tightening (cont.) Once all bone screws are inserted, begin sequentially tightening each screw in the construct. Final tightening will be indicated by the bone screw ledge disappearing below the canted coil lock (figs. 22a-22c) canted coil lock confirmation confirmation of final lock is indicated by the shiny canted coil being visible around the full circumference of the screw ledge (figs. 23a-23c)..." "...bending: bending of the nuvasive helix mini acp system is not recommended. Bending will compromise the mechanical performance of the plate and may adversely affect fit and function of the screw retaining mechanisms. If bending is unavoidable, be certain to bend the plate between the screw holes. Inspect the plate for damage after bending. Do not bend the plate against the curvatures manufactured into the plate. Do not bend the plate in the vicinity of the screw holes..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...important: if fixed bone screws are being placed, drill or awl must be used in conjunction with the fixed guide. Do not bend plate over bone screw holes. Inspect plate after each bend for excessive wear. Temporary tacks are a disposable item meant for single use only. Care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)..."